Event description:
It was reported that a 70-year-old male underwent a galaxy-assisted bronchoscopy procedure for a lesion located in the right lower lobe. There was no allegation that a malfunction of the galaxy system occurred. Following the procedure, the patient developed a pneumothorax identified during post-operative recovery on routine chest x-ray. The patient was asymptomatic at that time. A repeat chest x-ray demonstrated an increase in the size of the pneumothorax, which prompted chest tube placement and hospital admission. The patient remained stable throughout the intervention, and no additional injuries or interventions were reported. The physician did not attribute the pneumothorax to the galaxy system and instead attributed the event to the lesion location near the pleura and the patient's underlying lung disease.

Manufacturer narrative:
Additional information provided by a noah clinical representative indicated that the chest tube was removed the following day. Due to the severity of the patient's underlying lung condition, the patient remained hospitalized and was subsequently discharged after two weeks. It was also confirmed that no malfunctions, errors, or unexpected system behaviors occurred during the procedure. System manufacturing records were reviewed and found no issues associated with this event. The bronchoscope was not returned for evaluation; however, manufacturing records confirmed it met all qa/qc requirements with no identified abnormalities. Video review demonstrated that the galaxy system functioned as intended, with no evidence of malfunction, or abnormal system behavior. The lesion's proximity to the pleura represents a high-risk anatomical location, and multiple biopsy passes were performed near the pleural surface within the augmented fluoroscopy (af) boundary, with minor bleeding consistent with expected tissue disruption. The pneumothorax is most consistent with the known procedural risk of biopsy in pleural-adjacent lesions, particularly in the setting of repeated tissue penetration and underlying lung disease (ild/uip). The physician did not attribute the event to the galaxy system, and no evidence suggests device-related causation or contribution. This MDR is being submitted because the patient experienced a pneumothorax requiring chest tube placement and hospital admission to prevent permanent harm following a galaxy-assisted bronchoscopy procedure. The pneumothorax was identified post-procedure on routine chest x-ray and increased in size on repeat imaging, prompting intervention. The patient remained stable throughout treatment. No malfunctions, errors, or unexpected behaviors of the galaxy system were reported or identified. Video review confirmed the system functioned as intended, with biopsy performed within the augmented fluoroscopy (af) boundary. The physician did not attribute the event to the galaxy system and instead associated the pneumothorax with the lesion's proximity to the pleura and the patient's underlying lung disease. The event is most consistent with known procedural and patient-specific risk factors rather than device-related causation.